Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible because the affected device was not returned, and no other evidence was provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The provided product details lot and catalog number were checked for the product recall details and found that there is no applicable product recalls for the provided details. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported by the patients attorney that the patient underwent a revision surgery due to backing out of the screw which protruded from the skin. The attorney wanted to know if this product was recalled.